Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and attempted a calibration of the touchscreen to resolve the issue, but this did not resolve the issue. The fse then replaced the touchscreen and confirmed the issue was resolved. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.